Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stretched coils were confirmed. The shaping ribbon of the guide wire was noted to have detached. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device resulted in the stretched and misaligned coils and ultimately resulted in the noted shaping ribbon detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a coronary procedure to treat the patient with an acute myocardial infarction with stent thrombosis in the left anterior descending coronary artery (lad). The balance middle weight (bmw) guide wire was advanced to the lad and balloon dilatation was performed. The same bmw was then advanced to the diagonal artery for a kissing balloon technique with a second bmw in the lad. After the kissing balloon technique, the lad bmw was removed, but the diagonal bmw was unable to be removed. A microcatheter was advanced to remove the bmw and the bmw was removed as a unit with the microcatheter. After removal, the bmw was found frayed and the coils were stretched, but the guide wire remained in one piece. No additional information was provided.